Manufacturer narrative:
One fogarty dilation catheter was received inside a broken shipping tube. The evaluation included a visual examine, noting any observed abnormalities such as damaged, incorrect or missing components. The tube has a bond separation at the bond site, between the clear adaptor and the gray tube. Adhesive is visible on both bond site's. The shrink seals were still attached, one at the clear adaptor cap and the other around the IFU. When the catheter was pulled out of the tube, the catheter tip was visually inspected for indication of damage or abnormality and there was no damage found. Actions were previously opened to address complaints of this type; no additional actions will be taken at this time. A device history record review was completed and documented that the device met specification upon distribution.

Event description:
As reported, the packaging of the catheter broke at the connection of the grey portion of the package and detached from the transparent part. Device was not used on patient.